Event description:
It was reported that while using bd¿ eswab collection kit, flexible minitip there was potentially bacillus contamination. There was no report of patient impact. The following information was provided by the initial reporter: "we are seeing a large amount of bacillus in our cultures. It is not the normal plate type of contamination where it grows around the edge of the plate or in strange areas. This growth starts in the inoculation well and follows the path of the swab"

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd¿ eswab collection kit, flexible minitip there was potentially bacillus contamination. There was no report of patient impact. The following information was provided by the initial reporter: "we are seeing a large amount of bacillus in our cultures. It is not the normal plate type of contamination where it grows around the edge of the plate or in strange areas. This growth starts in the inoculation well and follows the path of the swab".

Manufacturer narrative:
H.6. Investigation: this statement serves to summarize findings on the recent complaint on product 220532 (swab collection kit flexible mini), lot number unknown, where it was observed that there was contamination of the swab. Event description: " customer reporting contamination with a large amount of bacillus, originating in the incubation well. The growth is starting in the inoculation well and follows the path of the swab." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record could not be performed as a batch number was not provided. Sample analysis: no photos or returns were available. The retention samples could not be inspected as a batch number was not provided. Evaluations results: based on the investigation, no defect was observed. No complaint trend was present on this issue. However, bd will continue to monitor for trending. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. No further actions will be taken as no confirmed defect has been identified.